Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer was failed. A field service engineer (fse) had reseated the row-board cable, checked and cleaned under the pockets and trays, cleaned the retractor, and had reseated the pyxibus cable and rear drawer cables. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, drawer 4.1 failed to open and was not detected on the bus. The customer attempted to reboot the device; however, the issue persisted. The malfunction occurred during medication dispensing, requiring the customer to obtain medications from the pharmacy, which resulted in a delay in patient care. No adverse events or patient injuries were reported in connection with this occurrence.